Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and could not be opened. The field service engineer (fse) reseated the cables at the back of the drawer and ensured they were secured. The cubie was manually removed and reinserted to allow proper reading. A successful test was performed using the hardware test application, and the customer was able to recover the cubie. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed and could not be opened. Multiple reboots were performed; however, the issue persisted and recovery was not possible. An error indicating not detected on bus was observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.